Event description:
It was reported that the patient experienced high blood glucose due to infuson sets stop working and look cloudy when removed due to crystallization at the cannula on (b)(6) 2026. It was managed with correction bolus via pump.

Manufacturer narrative:
Initial 1 of 6.E1: Event Country: The United States.Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.